Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) advised the user login to the server and later login to the station. Customer mentioned that this was not effective in resolving the issue. Later customer confirmed that the issue was resolved and no further investigation required for this device. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, there was a request to add two nurses to all stations. The customer mentioned that the nurses were unable to log in due to an error message stating "unable to authenticate". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.